Event description:
It was reported that the device was removed in 2009 due to the device not working. The leads were not explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension; product ID 7482a51 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension; product ID 7436 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type programmer, patient; product ID 3387s-40 lot# v351366 serial# implanted: 2009-(B)(6) explanted: product type lead; product ID 3387s-40 lot# v351366 serial# implanted: 2009-(B)(6) explanted: product type lead. (B)(4).